Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 28.0 mmol/l, and 24.0 mmol/l (mobile) system 1 and 6.0 mmol/l (mobile) system 2. No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - mobile system 1. (B)(6) - mobile system 2. During a call between the manufacturer and customer, the customer clarified that a second mobile meter was not used in the comparison; a non-roche meter was used. (B)(6) - mobile system 1. (B)(6) - mobile system 2 (non-roche system).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(4)- mobile system 1 (B)(4)- mobile system 2.